Event description:
It was reported that the ilet user¿s infusion set failed to adhere because the adhesive backing was not removed during insertion, resulting in an incorrectly deployed infusion set and interrupted insulin delivery until the site was changed with guidance. Symptoms included no reported adverse clinical effects. Outcomes included successful resumption of insulin delivery after troubleshooting and education, with no alerts or alarms and no medical intervention. Investigation included customer interview and troubleshooting support focused on infusion set application and site change. Investigation of this case revealed user error related to infusion set application, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.